Event description:
Clinical study. It was reported that 23 days following a coronary drug eluting stenting procedure, the patient expired. The index procedure treated one lesion in the mid to distal left anterior descending (lad) artery. The lesion was a t-shaped bifurcation and was totally occluded. The lesion was 3.25mm in diameter, 25mm in length, moderately calcified, mildly tortuous with timi-0 flow. The physician began treatment by pre-dilating with a 2.50x15mm maverick balloon. The physician followed with a taxus liberte 3.00x32mm stent, deployed at 18atms. It was noted that there was a type b dissection within the target lesion. It is currently unk what caused this dissection. The results of the intervention were 0% residual stenosis and timi-3 flow. The patient was given aspirin and plavix on the day of the procedure; however, antiplatelets were not taken after that date. At 23 days after the index procedure, prior to being discharged, the pt expired. The cause of death was heart failure. Per the investigator, the event is "unrelated" to the device. This product is only ous, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8580071 found that the device met its material, assembly and product specifications, at the time of release to distribution.